Event description:
It was reported that during a follow up, premature battery depletion was observed. The device was explanted and replaced. Patient condition is stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported field event of premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be within expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.